Event description:
The manufacturer received information alleging ventilator not operational. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging ventilator not operational. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During evaluation of the device at the third-party service center, an error code related to power was found in the error log. Evt_power_vbus_dropped means one of the following: the v_bus dropped below 8.00v, all power sources depleted, fault in last power source, or power path circuit fault. The internal battery needs replaced to address the issue. Also found in the error log was a ventilator inoperative error code related to the machine flow sensor. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (greater than 0.2lpm). The system board needs replaced to address the issue. The machine flow sensor was replaced as it was found to be contaminated with dust, but it was not specified as needing replacement to address the issue. Additionally, during the evaluation of the device at the third-party service center, non-reportable error codes were found in the error log. Evt_internal_batt_not_charging_temp means the charger reports that the internal battery is not charging due to high or low temperature for greater than or equal to 30 seconds. Replacement of the internal battery would address this issue. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. The blower assembly needs replaced to address the issue. Evt_drift_debug means the sensor offset during drift calculation is too high. Replacement of the system board would address this issue.